Event description:
The complainant reported while attempting to place an implant in a pt, at an unk fdi dental site on (B)(6) 2012. He could not disengage the driver from the implant. The implant with the driver still attached was removed from the unk fdi dental site. There was no indication from the complainant of any adverse effect to the pt as a result of the procedure.

Manufacturer narrative:
The driver and implant was not returned for eval. Keystone dental has previously conducted an extensive investigation into this matter and determined that the intended friction fit between the driver and implant in combination with an excessive axial pressure applied by the clinician resulted in a high retention force making driver removal difficult. A development project was initiated to redesign the genesis implant drivers. The redesign implant driver is intended to provide a more consistent retention force of the implant with driver. Lot number is unk; therefore, the device MFR date is unk. This product is supplied to keystone dental as a non-sterile device. Consequently, there is no exp date noted. (B)(4).